Manufacturer narrative:
Acclarent followed up on this report to gather add'l info. Vp of medical affairs concluded that the missing frontal sinus spacer did not result in any pt injury or add'l symptoms beyond the surgery. While the right acclarent frontal sinus spacer was missing, it did not contribute to a pt adverse event. Per IFU, the safety and effectiveness of injecting solutions other than saline solution in the stratus catheter have not been established. The subject device of this report was not returned for eval, and its whereabouts are unk. Acclarent will continue to monitor this phenomenon for trending purposes.

Event description:
Acclarent was notified on (B)(4) 2013, of an event occurred on (B)(6) 2013, during a sinus surgical case when acclarent balloon dilation technology were used. The surgeon performed a bilateral frontal sinus dilation using the acclarent spin device. He inserted the frontal sinus spacers bilaterally and filled each with off label kenalog 40 to the amount recommended. The surgeon was unable to suture the spacer to nasal or sinus tissue because of the absence of the nasal septum and the marked inflammatory disease in the sinuses. The surgeon felt the spacer fit snugly within the frontal sinus outflow and the wings of the spacer were engaged within the frontal sinus. The pt did well and returned for spacer removal on (B)(6) 2013. The surgeon removed the spacer from the left frontal sinus but he could not find the right frontal spacer. A CT scan was obtained but did not reveal the spacer within the nose or sinuses. The pt denied recalling swallowing the spacer or blowing it from the nose. No further reported sequelae.